Event description:
It was reported that this patient had a transcutaneous electrical nerve stimulation treatment and then received an inappropriate shock due to oversensing. This initial inappropriate shock induced the patient and it required three subsequent shocks for the system to convert the patient. A revision procedure was subsequently performed on the electrode due to the initial failure to convert. Patient successfully defibrillation threshold testing. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) experienced transcutaneous electrical nerve stimulation treatment when they received an inappropriate shock due to oversensing. The first inappropriate shock was on a t wave causing the patient to become induced. Three subsequent shocks were provided to convert the patient. The shock impedance was also high but within range. This patient was referred to their electrophysiologist. Then, this patient underwent a revision procedure, which was successful. Defibrillation threshold (dft) testing was still high but within range. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Updated patient code to 9298, added impact code f1203 and removed f23 all per medical review.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) experienced transcutaneous electrical nerve stimulation treatment when they received an inappropriate shock due to oversensing. The first inappropriate shock which induced ventricular fibrillation (vf). Three subsequent shocks were provided to convert the patient. The shock impedance was also high but within range. This patient was referred to their electrophysiologist. Then, this patient underwent a revision procedure, which was successful. Defibrillation threshold (dft) testing was still high but within range. This electrode remains in service. No adverse patient effects were reported.